Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The patient code 3191 was added since surgical intervention was performed.

Event description:
It was reported that this lead was explanted due to an unknown reason. This is considered life-threatening situation as surgical intervention was performed. No additional adverse patient effects were reported.

Event description:
It was reported that additional information was received from product investigation closure. A supplemental report is being filed. It was reported that this lead was explanted due to an unknown reason. This is considered life-threatening situation as surgical intervention was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was received for analysis. X-ray showed that the lead was stretched, it is an indicative of helix extension/retraction difficulty. Patient code 3191 captures the reportable event of surgery.